Event description:
It was reported that the patient was experiencing vns induced laryngospasms. The patient also experienced intermittent stridor during a prolonged hospitalization and on direct visualization in the or there was apparent complete vocal cord adduction with near/complete airway occlusion. The patient's device was turned off when they had their trach removed. No other relevant information has been received to date.